Event description:
A revision surgery was conducted however, no allegation against our devices.

Manufacturer narrative:
Investigation is still ongoing, and a supplemental report will be submitted should any information is recovered that changes the details of event.